Event description:
It was reported that the customer's insulin pump had damage around the battery cap area so that the battery was exposed. The customer's blood glucose level was 124 mg/dl. The customer was not aware of how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with the case cracked at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a cracked reservoir tube, a stained end cap sticker, and broken battery tube threads. No damage noted on battery cap.(B)(6)